Manufacturer narrative:
The device remains implanted and is currently in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a sensation in the chest at the same time his right ventricular (rv) lead exhibited high pacing thresholds. The observations were attributed to a rv lead microdislodgment after chest x-ray revealed the lead appeared to be in same position at implant. The patient was treated with intravenous antibiotics and the lead was surgically repositioned to solve the issue. The rv lead remains in service and threshold measurements returned to normal. No additional adverse patient effects were reported.